Event description:
A medtronic representative reported intermittent tracking while in a cranial procedure. Initially a wireless mouse was replaced with a wired mouse. After a successful registration was completed, the axiem box in the ior, with mach cranial, gave a communication error in the software, error code (8). A re-boot re-established communication and the surgeon proceeded with navigation. The surgery was completed with use of the stealthstation ior system. There was no impact on patient outcome..

Manufacturer narrative:
The usb tree was not able to be investigated to conclude any operating system root cause. No further issues have been reported from the site.

Manufacturer narrative:
A medtronic electrical engineer evaluating sequence of events noted that when the wireless mouse was replaced with a wired mouse, the usb tree may have been corrupted causing the loss of axiem communication. Software investigation has not been completed to date.